Event description:
The device was used during a sigmoidectomy procedure. Reportedly, the staples did not form properly. The surgeon resected additional tissue and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.